Event description:
It was reported when using the pyxis anesthesia system that it had a system performance issue. Station has black screen . The customer reported occurred when dispensing medications to patient and there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by hard drive faulty. A field service engineer re-image the hard drive using imaging tool to resolve issue and data sync was also performed. The system functioned as intended after a field service engineer troubleshooted the device.